Manufacturer narrative:
Date of event: (B)(6). Date of report: 26aug2019. The customer biomed was able to duplicate the reported problem. The external o2 sensor was replaced to resolve this issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Other text : customer resolved.

Event description:
The customer reported a low o2 alarm. There was no patient involvement.